Manufacturer narrative:
This report is being submitted to relay additional information. Upon follow up with customer it was confirmed that the event no longer meets reportability requirements. No further medwatch reports will be submitted for this event. The following sections are being reported: b5: describe event or problem is updated h2: type of follow up was updated. H10: narrative/data was updated.

Event description:
Upon follow up with customer, it was confirmed that the patient had insufficient bone.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Additional 510(k) numbers are k113753 and k112160. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It is reported that primary stability was not achieved with implant in tooth site # 7 (universal). Site was grafted with allograft prior to implant placement.